Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information requested but not received. Date of event is estimated.

Event description:
It was reported that the patient's lead was explanted on an unknown date for an unknown reason.